Manufacturer narrative:
(B)(4).

Event description:
The patient initially underwent a routine pump replacement on (B)(6) 2015 for anticipated end of battery life. The last refill occurred intra-operatively at pump replacement on (B)(6) 2015. The patient had visited a physician for follow-up on (B)(6) 2015. The wound was seen on (B)(6) 2015 by a surgeon and it had looked fine at that time; the incision was intact. Two days after the appointment she developed a low fever of 101 degrees f and mild tenderness around the pump. The next day she ¿woke up with covered with creamy discharge¿. The patient presented to the local emergency department who recommended hospitalization. The patient refused but returned to urgent care the next day for increased pain, erythema, and persistent drainage. The patient was started on oral clindamycin (clindamycin hcl po, take 300 mg by mouth 2 times daily). The patient had reported to the hcp a decrease in swelling and redness surrounding her pump since the antibiotics was started. Blood cultures were obtained on (B)(6) 2015 and were negative to date (ngtd x2). A complete blood count (cbc) was obtained on (B)(6) 2015 and white blood cell (wbc) count was 11.6. A wound culture was obtained on (B)(6) 2015: gram stain ¿ no wbc, organisms, anaerobic culture ngtd. The physician¿s office was contacted on (B)(6)2015 and urged the patient to come to the emergency department for definitive treatment. She had difficulty obtaining transportation and was concerned about her cat¿s wellbeing; thus delaying evaluation. The onset/diagnosis of the infection was (B)(6) 2015. The patient was seen on (B)(6) 2015 regarding the pump infection; abdominal wall dehiscence was noted. The patient did not have meningitis. Signs and symptoms of infection included fever, redness, swelling, drainage, pain, and incisional wound opening. A culture was acquired from the device pocket and lumbar region. The organism cultured was staph-coagulase positive from the mesh/pump and negative for pus, anaerobic; the culture from the lumbar wound was negative. At the time of a review of systems on (B)(6) 2015 the patient felt weak but denied increased spasms and denied myalgia. Upon examination on (B)(6) 2015 a ventral hernia was present in the abdomen and was tender to palpation. Onset of hernia was not specified. Mild erythema over the right-sided pump was observed; medical margin with mild dehiscence. Purulent discharge was positive with no rebound tenderness or guarding. Tone on the modified ashworth scale (mas) was 4 /5 in bilateral hip abductors on (B)(6) 2015. On (B)(6) /2015 it was planned that the patient was to be admitted for IV antibiotics and eventual pump removal. The pump was interrogated on (B)(6) 2015 and the reservoir volume was 8.1 mls. Baclofen concentration was 2000 mcg/ml with a dose of 618.6 mcg/day via continuous mode. The pump was reprogrammed to a lower dose of 479.4 mcg/day (23% decrease) via continuous infusion. The patient tolerated the procedure without complications. When the patient was brought to the emergency department a physician recommended the following treatment: oral baclofen 15 mg qid, oral baclofen 20 mg bid prn moderate spasticity/spasms, cyproheptadine 4-8 mg every 6-8 hours prn pruritus, and valium 2 mg IV prn moderate to severe spasticity/spasms. Creatinine kinase was to be monitored. Treatment of the event included IV antibiotics and partial device system explant. The pump was explanted and not replaced on (B)(6) 2015. The catheter was partially explanted on (B)(6) 2015 as well. The primary location of the infection was the device pocket, however scant purulent material was found intra-operatively. Clinically the infection resolved. The patient did not experience withdrawal. It was further noted that no additional cultures were taken. The patient received lioresal with concentration 2000 mcg/ml at a daily dose rate of 618.6 mcg/day beginning 1994; the drug lot number of lioresal was unknown. Intrathecal baclofen (lioresal) ended (B)(6) 2015 (device explanted).

Event description:
It was reported that the patient¿s pump was explanted 1 -2 weeks prior to report for pump exposure/suspected infection. Additional information received reported a wound infection. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0058130r, implanted: (B)(6) 2001, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis of the pump serial number (B)(4) found no anomaly.